Event description:
The lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected an analyzed. Only the proximal portion of the lead was returned. The outer insulation was severed at 21.2 centimeters from the terminal pin. The coils were sitting just inside the insulation at approximately 21 centimeters from the terminal pin. Further analysis showed evidence of a circular depression at the location where the coils ended which could have been where the suture sleeve tie down was. Analysis determined that the coils' ends had been cut and were not a fracture site. The returned portion was determined to be electrically continuous. The clinical observations were not able to be confirmed.

Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that during a routine device check, this right ventricular lead was noted to not be capturing myocardial tissue. Pacing impedances were also noted to have been greater than 2000 ohms. The patient underwent a generator change out and a lead revision. During the lead revision, the lead was noted to have fractured. The lead was cut and capped and replaced with another boston scientific lead. There were no additional adverse patient effects.